Manufacturer narrative:
The curewrap has not been returned to belmont for evaluation. A review of the video provided by the user facility indicates a leak in the connecting hose. However, without evaluating the wrap it is difficult to determine the cause of the leak. A review of complaints for the past three years indicates that there have been no additional complaints related to this lot number. The operator's manual informs the user, "if moisture or leaks are discovered in the connecting hose and/or wrap, turn off the criticool device, disconnect the power cable from its power source, and correct the problem before proceeding." No patient injury was reported. We will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be submitted.

Event description:
The customer reported that the curewrap was leaking.